Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and had sufficient insulin remaining in pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area, and attempted to reload same cartridge without success; technical support then guided customer through filling and loading new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.